Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that was not holding a charge. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. There was no fault. The logs revealed that the batteries were discharged and not connected to the ac power unit. The fse returned to the site on a subsequent date and both batteries were charged. There were no critical faults in the log. All battery operational checks passed. Both battery voltages and charge cycle counts were within specification. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
N/a.